Event description:
Physician was attempting to treat a calcified lesion in the popliteal artery using admiral xtreme dilatation balloon. It was reported that balloon burst occurred during procedure. No patient sequelae or patient injury was reported for this event.

Manufacturer narrative:
Results and conclusion: (patient lesion morphology, calcified lesion). (No device was returned for evaluation). (No device was returned for evaluation). (B)(4).